Event description:
It was reported that a one-link neutral luer activated device caused backflow from the tip of the catheter when disconnected. The reporter stated that the reflux caused the catheter to clot when the syringe was first disconnected and the line was clamped afterwards. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.